Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no drawer failure. A field service engineer confirmed that the customer logged in to the station and inventoried medications in auxiliary cubie drawer 7. The drawer was observed to open slowly due to the weight of the medications, but it functioned correctly without any operational failure. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer was jammed and unable to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.